Manufacturer narrative:
Based on the information provided, isi has not determined the root cause for the alleged post-operative complication experienced by the patient. According to the csr, none of the blue stapler 45 reloads that were used during the da vinci-assisted surgical procedure are available for return to isi for evaluation. If additional information is received, a follow-up medwatch report will be submitted to the FDA. Isi has reviewed the site's system logs with a procedure date of (B)(6) 2017. No related system errors were found to have occurred during the surgical procedure. According to the system logs, the endowrist stapler 45 instrument successfully fired one white stapler 45 reload followed by two blue stapler 45 reloads. There were no incomplete clamps found. The system logs also reveal that the endowrist stapler 45 instrument involved with the reported event has been used in subsequent surgical procedure with no reported issues. This complaint is being reported due to the following conclusion: after completion of a da vinci-assisted surgical procedure, the patient allegedly experienced an anastomotic leak that required a second surgical procedure for repair. However, at this time, the root cause of the post-operative complication is unknown.

Event description:
It was reported that approximately two days after completion of a da vinci-assisted right hemicolectomy procedure, an anastomotic leak was found. As a result the patient required another open traditional surgery to repair the anastomotic leak. On 02/22/2017, intuitive surgical, inc. (Isi) contacted the isi clinical sales representative (csr) and obtained the additional following information regarding the reported event: the csr stated that she was present for a part of the surgical procedure. The csr stated that the procedure was recorded. The csr also confirmed there were no related system errors that had occurred during the surgical procedure. The planned surgical procedure was completed successfully and there were no reports of any intra-operative complications. The csr stated that during the robotic procedure, the endowrist stapler 45 instrument was used for the initial transection of the transverse colon. The csr stated that the surgeon had fired the endowrist stapler 45 instrument twice with a blue stapler 45 reload installed. The first fire covered 90% of the transected tissue and the second staple fire covered the remaining 10% of the transected tissue. Two days post-operatively the patient became very ill and the surgeon decided to perform open traditional surgery on the patient. During the open surgery, the surgeon found an anastomotic leak at the second staple fire line on the transverse colon. The csr confirmed the tissue was not under tension. She stated that the surgeon believes the endowrist stapler 45 instrument allegedly led to the anastomotic leak.